Event description:
A review of service data detected a reportable event. During servicing of electrode belt, which was returned for routine maintenance, it was discovered that the ECG signals were missing. The last patient to use this electrode belt did not experience any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. Upon further inspection, the electrode belt was found to have a short circuit in ECG a. The short was fixed. The electrode belt was refurbished. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this short circuit is unknown, but is likely due to strain placed on the cable. No adverse event resulted from the short. The last patient to use this electrode belt did not report any problems with it.